Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack, and the central station displayed a blue screen. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Customer was provided with a loaner, while the central station is being returned to the company's repair center.